Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: additional information b5: during subsequent follow-up with the affiliate additional information was obtained. The reporter stated that the the trigger / button will not completely depress or fully return to the undepressed stage (sticky trigger). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during pre-procedure testing of the compact air drive device it was observed that the reverse trigger /button was sticking, and the chuck part of the device broke inside the drill. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in november of 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the reverse trigger /button was sticking was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the reverse locking mechanism was blocked ¿ would not reverse, there was component damage, and the device would not run. It was further determined that the device failed pretest for check the attachment coupling, check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment, check function of device, check power with power test bench. Therefore, the reported condition that the chuck part was broken was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.